Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. The cgm reading was around 65 mg/dl and the dexcom alerted for low readings. The patient was not experiencing any symptoms at that point. The ccgm reading was 65 mg/dl and the bg reading was 39 mg/dl. Around 1 pm that day, she took children benadryl (diphenhydramine) due to an allergic reaction from the food she had for lunch. The patient was driving and concern citizens saw her swerving when driving so they had her stopped and they called an ambulance around 7:00 pm. The patient reported that she did not feel any symptoms and then suddenly lost consciousness. The doctor in the hospital suspected that the low sugar level could have be caused by that medication. At the hospital they took a bg reading which was 30 mg/dl and there were no cgm readings taken at that time. The patient was treated with IV glucose. At the hospital the doctor informed the patient to replace the sensor because the cgm readings didn't matched with the manual bg meter readings that the doctor used. She was discharged before midnight the same day and the bg values were stable. There were measurements reported: around 8 the cgm reading was 84mg/dl and bg was 85 mg/dl ; around 11:23 the cgm reading was 178 mg/dl and the bg was at 135 mg/dl. At the time of the report the patient was good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.